Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the iol was implanted according to the operating procedures. After implantation, cracks were found around the iol. Due to the cracks being located around the iol and obstructed by the iris, it did not affect vision, light passage, or the stability of the lens. Iol underwent morphological changes during folding, resulting in cracks. There was no patient harm.